Event description:
It was reported that a (B)(6) para 2 postmenopausal woman underwent uncomplicated placement of a monarc transobturator sling sometime in 2011 to treat prolapse. Additional information provided indicates that the patient complained of a 1-cm groin mass 2 years after the initial implant procedure. The patient was treated with empiric antibiotics with the suspicion of an infection. Upon examination it was noted a 1-cm firm nodular mobile lesion on the left groin was present. The patient underwent subsequent excision surgery of the mass which revealed granuloma formation surrounding the mesh. After excision of the granuloma there has been no recurrence of symptoms.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.